Event description:
It was reported the device would not pace while on the patient. Another device was placed on the patient, and it worked fine. Additional information was later received reporting that the staff checked the device prior to placement on the patient, and that is when they found that it wouldn't pace, so it was changed out for another device. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. No electrical anomalies were observed. The upper and lower cases were found to be broke, ring cover and ring bail missing, and battery contacts compressed.

Event description:
It was reported the device would not pace while on the patient. Another device was placed on the patient, and it worked fine. No patient complications were reported as a result of this event. Additional information was later received reporting that the staff checked the device prior to placement on the patient, and that is when they found it wouldn't pace, so it was changed out for another device.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.